Event description:
On the fifth day after treatment, the patient reported the face was covered in clear signs of infection. Following a medical examination, patient was put on antiviral medication (valacyclovir).